Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a directed resection procedure involving the atherectomy th-lx-m turbohawk atk device, a damaged component was noted. The procedure was performed on the proximal right superficial femoral artery, which had a calcified target lesion with a moderate degree of tortuosity and calcification. During the procedure, the cutter component was reported as damaged. The damaged component needed to be retrieved from the patient, which was accomplished using a suction device. The procedure was completed with a new medtronic rotary cutting device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the device was returned with the thumbswitch in the ¿off¿ position. The thumbswitch was retracted fully and a visual inspection found that the cutter was missing from the end of the driveshaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.